Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse suggested replacing the gui (graphic user interface) printed circuit board (pcb).

Event description:
It was reported that the accept key on a ventilator was not functioning. There was no report of patient involvement.